Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in this event was originally thought to be available for evaluation. However it has been reported to have been discarded by the user center. The root cause of this complaint cannot be determined. (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. The scepter c and scepter xc occlusion balloon catheters are intended for use in the peripheral and neuro vasculature where temporary occlusion is desired. The balloon catheters provide temporary vascular occlusion which is useful in selectively stopping or controlling blood flow. The balloon catheters also offer balloon assisted embolization of intracranial aneurysms. Per the instructions for use: potential complications include, but are not limited to: vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudo aneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. Contraindications: not intended for embolectomy or angioplasty procedures, not intended for use in coronary vessels, not intended for pediatric or neonatal use. The device involved in this event has not been returned for evaluation. Upon receipt/examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported that "physician placed hypersoft 3d coil through a headway 17microcatheter; advanced the coil delivery wire marker slightly beyond proximal marker on microcatheter; attempted detachment with v-grip and physician felt that coil may have stretched or separated from delivery wire/ as he was confirming detachment, physician pulled both delivery wire and catheter from artery; coil remained in pica; physician observed stretched delivery wire (and coil remnant?)." Condition(s) being treated: occlusion of the pica artery. Acutely ruptured avm that physician attempted to treat with scepter balloon/ onyx; rupture of pica artery during onyx embolization; physician was attempting to occlude pica with hs3d coil to stop the bleeding. Physician stated that "patient is not doing well post procedure."